Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, button error and failed battery test. The customer¿s blood glucose level was normal. The customer stated that the insulin squirted out during priming. The customer stated that the insulin pump no delivery alarm and backlight was not very bright. The insulin pump will not be returned for analysis.